Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: npi syringe plunger gripper did not clos. Case notes: problem description: (B)(4). (B)(6) had a pca8120. The plunger gripper did not close properly after the knob was turned and released to normal position. He has talked to recall team to confirm this unit is not affected by recall. The flange gripper was bent, housing assy. Issue could cause the problem. I advised saju to replace housing carriage assy. He will send the unit in for flat fee level 1 repair.